Event description:
Insulet, the mfg of omnipod replaced their old pods with a new and smaller version. The new pods fail 30-50 percent of the time. Always a pod error. Some errors occur when filling the pod with insulin, but most often when the pod is in use.